Event description:
(B)(4). When essure was placed I felt from the first day something was wrong it just didn't feel right so I went back to my obgyn for more help my pains increased over time. Pain in my lower back and abdomen I felt sick more on my cycle then usually. At the time my obgyn told me that it was uterus and therefore having a partial hysterectomy would fix my cramps and pain but it didn't. I was discharged from my obgyn assigned back to my primary care doctor sense then my problems have increased. Now I have endometriosis polycystic ovaries pain in my legs and thighs joint pain headaches metallic taste in my mouth depression anxiety easy bruising high blood pressure loss of teeth and hair all my symptoms are unexplained because they don't go together I've been called a liar just because of my pain I'm tired I lost my husband two years ago to heart failure and now I'm battling for my own life. Essure has ruined my life I've. Never been to the doctor this much in my life I had 6 kids natural and breastfeed every child so my health was a lot better without essure I only had this product placed because of no hormones no need to be to have surgery and they told me it was safe I didn't just get a birth control I took six years between my last two boys to make this decision because of my life at the moment taking care of my husband was too intense and we didn't want any more children thank you.